Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, it power cycled and would not complete the power on self-test (post). Both the single board computer (sbc) printed circuit board (pcb) and the main pcb were replaced independently and together and the complaint issue remained. A visual inspection was performed and the touch screen was unplugged and the complaint was resolved and the unit passed post. The display will be replaced.

Event description:
It was reported that during patient use, a ventilator display was intermittently erratic and the device was powering cycling on and off. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). The display, led driver printed circuit board and the single board computer printed circuit board were replaced. The device passed all calibrations and testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.